Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley shows no signs of arcing. Failure analysis investigation also observed that the yaw pulley was missing a .09 x .06 piece opposite the conductor wire break; which allowed the grip to move within the pulley and had a larger range of motion in yaw. Evidence not conclusive, but missing yaw pulley damage may be due to likely mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's yaw pulley found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the surgical staff noted that the maryland bipolar forceps instrument cable was broken off, also the plastic at the instrument tip was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.